Event description:
(B)(4). At the three month hysterosalpetogram the rods were placed correctly. Over the next year I had terrible pain and bleeding. A subsequent ultrasound revealed one coil had migrated, stretched out and punctured my tube. Upon surgical removal ( at a significant cost to me personally) it was found to have embedded in my bowel. If it had punctured I could be dead. On coil still remains. That will require an additional surgery. I am afraid to move to much or exercise for fear I will cause the spring to move around and damage my organs. Since 75% of ovarian cancers originate in that tubes this seem like a terrible idea. Purposefully causing inflammation and damage at the site where cancer developed!